Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii.

Event description:
Patient reported right side capsular contracture baker grade ii. Healthcare professional later reported right side rupture. Patient reported right side infection. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of pain, capsular contracture, rupture, and infection (late onset), was received on jun 22, 2022 with lot number 3176304. Visual analysis of the returned device identified: weight to the spec, three openings on anterior, non-penetrating nick, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: three striated openings on anterior, striated broken on anterior, and non-penetrating nick striated on anterior. Based on the device analysis the final assessment is: three striated openings on anterior assessed as surgical damage. Striated broken on anterior assessed as surgical damage.

Event description:
Patient reported right side capsular contracture baker grade ii. Healthcare professional later reported right side rupture. Patient reported right side infection. The device has been explanted.

Manufacturer narrative:
Further investigation results:with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30030038 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6)2020 through (B)(6)2022 was noted 1 outlier ((B)(6)2021). An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that one sterilizer was involved in more than one occasion, however, calibrations and maintenance of the equipment involved were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported right side capsular contracture baker grade ii. Healthcare professional later reported right side rupture. Patient reported right side infection. The device has been explanted.